Event description:
It was reported that the user experienced hyperglycemia with blood glucose around 320 mg/dl after a site change and breakfast announcement, followed by a second breakfast announcement that coincided with continued elevated glucose and no automated correction dosing by the ilet. Symptoms included hyperglycemia and a reported episode of hypoglycemia. Outcomes included no alerts or alarms, remote troubleshooting, and education with glucose trending down to 280 mg/dl by the end of the interaction and no need for further clinical escalation. Investigation included review of system reports and engineering logs. Investigation of this case revealed that a second meal announcement was entered shortly after the first, which suppressed correction decisions while insulin delivery was active, and glucose began to decline thereafter, indicating insulin was reaching the body. It was concluded, based on previously established findings for similar reports, that the cause was unclear, and user-triggered duplicate meal entry was contributory. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.